Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device follow up a right ventricular (rv) lead threshold alert and polarity switch alert were noted. High and unstable thresholds, high impedance and what appeared to be noise were also noted. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.